Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's blower was replaced to address the issue. In addition of the above evaluation, the device's system board was replaced preventively, and the inside of the flow sensor was found to have been contaminated, which was not related to malfunction. Therefore, the flow sensor was replaced. The technician performs, final test, cleaning, and software version was checked.